Event description:
It was reported that the ilet screen became progressively slow and ultimately unresponsive to swipes and button selections, consistent with a touchscreen input issue that hindered use of the device; the patient confirmed the firmware was current and the device showed no physical damage, and the screen was no longer usable. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of the information provided. Investigation of this case revealed a software-related problem associated with unresponsive input on the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.